Manufacturer narrative:
Date of event estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000086607.

Event description:
It was reported that during a surgical procedure the patient's left lead was curled up in the midline incision and migrated. Surgical intervention took place where the lead was explanted and attempted to be replaced, but due to scarring and patient anatomy the physician was unable to place the lead. Surgical intervention may take place at a future date to address the issue. Therapy was restored. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000086607.

Manufacturer narrative:
The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.